Event description:
Case report from (B)(6) reported as: (B)(6) 2014. Tever was performed for aortic arch saccular aneurysm in zone 1. Following bypass surgery was performed; between right axillary artery and left axillary artery. Between right axillary artery and left common carotid artery. Relay plus was then inserted from the left femoral artery, and placed in the aortic arch as the stent-graft proximal end was positioned 5 mm from the distal side of brachiocephalic artery origin. The physician originally planned to position the stent-graft proximal end exactly at the brachiocephalic artery origin, but the drape was tucked in the deployment grip during deployment and quick deployment was interrupted by extra handling to release the drape. The stent-graft was migrated 5 mm to distal as a result. After implantation, type ia endoleak was confirmed with angiography. Therefore, an additional stent-graft (cook/tx2 proximal extension ((B)(4)) was inserted and its proximal end was positioned at the distal side of brachiocephalic artery origin. Slight endoleak was present, and it was still confirmed after a balloon touch-up; however, the physician decided to keep monitoring this patient, without additional interventions. The left subclavian artery was occluded by a coil, and the operation was completed. (B)(6) 2014: the patient choked when drinking water. A mild swallowing disturbance and mild dysarthria were then confirmed. Paraplegia was not confirmed on both upper and lower limbs. (B)(6) 2014: MRI showed cerebral infarction on right hypothalamus, left temporal lobe and left occipital lobe. In order to carefully monitor the condition, the patient started fasting for a week. Paraplegia was not confirmed on both upper and lower limbs. (B)(6) 2014: (one week after the operation) - type ia endoleak was still present, which was confirmed on CT image. The physician decided to continue monitoring without additional interventions.